Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was admitted to the emergency room due to redness and burning sensation of the skin over the implantable pulse generator (ipg) site. No additional information has been obtained.